Manufacturer narrative:
The impella device was not received from the customer, therefore, evaluation of the device was not possible. The cause of the access site bleeding was a result of the guide wire being unable to be placed in the arteriotomy as the patient's tissue tract was too deep. Root cause is due to patient anatomy. Instructions for use for the related event are as follows: access site bleeding impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, there was access site was bleeding and a hematoma around the impella sheath. Vascular surgery had been consulted and it was recommended to remove the impella sheath and replace it with a 18f gore sheath to control the bleeding.